Event description:
Subsequent to the initial medwatch report, the following information was received: during device removal, force was applied that fully slit the exchange sheath and completed thumb advancer deployment. No additional information was provided.

Event description:
It was reported that after a percutaneous coronary transluminal intervention, arteriotomy closure was attempted of the femoral artery using a starclose se device. Reportedly, halfway through thumb advancer/exchange sheath splitting, the thumb advancer could not be advanced further as it was blocked. The device was able to be pulled out from the vessel without difficulty. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported thumb advancer being blocked halfway through thumb advancer/exchange sheath splitting preventing further advancement was not confirmed. Analysis of the device revealed it was fully deployed, the exchange sheath was fully slit, and the vessel locator wings were properly retracted inside the delivery tube. Additional information indicated that during device removal force was applied that fully slit the exchange sheath and completed thumb advancer deployment. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.